Event description:
Following a radiology catheterization procedure in 2002, a vasoseal es was deployed. During the deployment procedure, the j segment broke off into the right femoral artery. The j segment was retrieved via a left groin approach using a 6 fr. Balkin sheath and a 10 mm snare. No resulting patient complications were reported.